Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later patient reported "capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "intracapsular rupture".

Event description:
Patient reported "intracapsular rupture". Later, healthcare professional confirmed the event via MRI. This record is for the left side. Device remains implanted.

Event description:
Patient reported and healthcare professional confirmed left side "intracapsular rupture" diagnosed via MRI. Patient later reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d4 device information: additional follow up is being performed to confirm the device information for this record as conflicting information was received. At this time, device information will remain as originally reported. Clarification/correction to g2 report source: "foreign" was accidentally reported in the initial medwatch. It should only contain "consumer, health professional". Reason for reoperation: rupture; capsular contracture baker grade unknown additional, changed, and/or corrected data: b5, d6b, g2, h6, h11.